Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this pacemaker was explanted due to an unknown reason. A new device was successfully implanted. At this time, no further information is available regarding this event. No adverse patient effects were reported.